Manufacturer narrative:
Based on the claim against the product by the customer noting an ongoing erbe generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) due to the intermittent errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The iesu will be returned to the original equipment manufacturer (OEM) for repair. The complaint regarding ongoing erbe issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted technical service engineer (tse) and reported an ongoing error on the erbe generator. The customer was able to reboot the erbe generator in both cases but would like the generator to be inspected. The customer was not with the system at time of call and the surgeon continued to operate. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was observed during the procedure. The ports were placed when the issue was identified. The system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was completed robotically.